Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges over the past five months, he has experienced multiple incidents where the unit unexpectedly shifts into freewheel mode while going down his ramp, causing it to veer to the right. As a result, he has allegedly fallen from the chair twice.